Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver data log could not be retrieved. The receiver functional testing was attempted but could not be performed. The receiver case was opened for internal visual inspection, finding no moisture damage. During troubleshooting, it was verified by resistance measurement that the receiver main pcba had a defective u5 component. The battery was also found to be drained out. The reported event that the receiver ceased to function was confirmed during troubleshooting with the receiver. The root cause was determined to be a defective u5 component that caused battery to drain out.